Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported by a patent representative "my mother's pacemaker is out of battery. It is shocking it would fail so fast after four years. They said it has three months left. We are seeing cardiac surgeon on monday. First they gave me two weeks left of battery and then said three months. Is it two weeks or three months? They are giving me different interpretations of the battery. " the cardiac resynchronization therapy pacemaker (crt-p) remained in use and was explanted and replaced a few days later. No patient complications have been reported as a result of this event.

Event description:
It was further reported by the patient's following physician that the device was electively replaced without complication due to appropriate battery depletion.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis of the returned device was inconclusive. The device went into a boot up back up mode during final functional testing causing the device to fail functional testing. It was confirmed that the device went into boot up back up mode on 21 july 2025 and the device had a por of cortex m3 hard fault. Both loaded and unloaded pacing current drain levels were normal for this device. The product code was unable to be restored in the hybrid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.